Manufacturer narrative:
A lead revision was performed and the rv lead was successfully repositioned. No additional information is available and this lead remains implanted. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that one day following the implantation of this right ventricular (rv) lead, loss of capture was observed. A chest x-ray was taken and revealed that this lead had dislodged. No adverse patient effects were reported.